Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently died. The cause of the peritonitis was not reported. The peritonitis was manifested by cloudy pd effluent. On the same day as onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with vancomycin, 15 mg/l and gentamicin, 5 mg/l. Three days after the onset of the peritonitis, the patient passed away due to an unknown cause. Pd therapy was ongoing until the time of death. It was not reported if the patient recovered from the peritonitis prior to death. It was not reported if an autopsy was performed. No additional information is available.